Manufacturer narrative:
Returned sensor (B)(6) was investigated. Visual inspection of the sensor patch and microscopic inspection of the returned puck revealed no visible damage or anomalies. The device was observed to scan and generate a unique identifier (uid) only. Initial attempts to extract data were unsuccessful. Data extraction was achieved only after applying pressure to the microcontroller (bluetooth) chip, both during direct download and when scanned using the evaluation module (evm). These findings indicate a faulty microcontroller or a compromised solder connection between the chip and the printed circuit board assembly (pcba). Due to the application of pressure during testing, the device was no longer in its original condition, and extended testing (including smu, poise voltage, and temperature testing) could not be performed. Therefore, this issue is unable to test. Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. This report is being submitted as part of retrospective reporting related to fa1002-2025. There was no report of death, serious injury, or mistreatment associated with this event.